Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 408 mg/dl. The customer stated that there were no significant events that could have led to the issue. The caller was the patient's mother who was assisted with trouble shooting but did not know her son's setting. The caller stated her son was hospitalized for a stomach virus on (B)(6) 2014. The pump works as designed after passing several tests through trouble shooting. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.